Event description:
Litigation papers allege the patient suffers from pain, discomfort, limited mobility and elevated metal ion levels.

Manufacturer narrative:
Patient was revised to address septic cup and stem loosening. Doi: unk - dor: (B)(6) 2012 (right side). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted before the product was recalled in august 2010 and explanted on (B)(6) 2012. It is not likely the device contributed to the patients reported infection almost 2 years after implantation. It was stated in the initial reporting that the loosening was attributed to the infection. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 -asr/supplemental information received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Event description:
Patient was revised to address septic cup and stem loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.